Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. The reported device was returned for examination. The device exhibits significant wear and is fractured. Only one fragment, comprising roughly half of the original component, was returned; it is presumed that the device fractured into two or more pieces, but no additional fragments were received for analysis. Fracture analysis revealed that the superior (articular) surface shows signs of light wear along with potential scratches, abrasions, and/or gouging consistent with in-vivo use. A concentrated area of apparent delamination is present near the center of the bearing surface, with the primary fracture line passing through this region. Along the lateral edge, a visible line of apparent delamination or cracking is noted, nearly detaching smaller fragments from the main body. Additional signs of possible delamination or cracking are observed on the anterior region of the superior surface. The inferior surface also displays a central area of suspected delamination. Within the fracture surface itself, there is evidence of possible white banding, which may indicate a zone of elevated oxidation near the fracture site. A review of the device manufacturing records confirmed no abnormalities or deviations. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the returned device, the reported polyethylene exchange can be confirmed. However, no information was provided regarding the clinical indication for the exchange, so the reason for the revision surgery remains unknown. Fracture analysis of the returned device identified possible delamination, potentially due to overloading. This may have contributed to increased oxidation of the bearing, which could in turn lead to embrittlement. However, the sequence of events leading to the revision and any contributing factors cannot be conclusively determined. Based on the given information and results of the investigation, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent bearing exchange on the right knee due to unknown reasons. No additional information is available.

Manufacturer narrative:
(B)(4). D10: unknown femoral component, lot unknown. Unknown tibial component, lot unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.